Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided . A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided . A4: weight unknown / not provided . E1: email address unknown / not provided h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 170. H6: investigation conclusions code was added: 25. Zimvie received the reported implant for evaluation. A visual evaluation was performed, the implant was received outside of its original packaging with apparent minor signs of use. The implant drive feature was missing (not machined). DHR review was completed for the subject lot number 1272642. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272642 for similar events and 1 other relevant complaint(s) was identified. Based on the investigation and risk management file review, the most likely root cause determined was a manufacturing issue. The issue is currently being monitored. Therefore, based on the available information, malfunction did occur, and the reported event was confirmed. The issue is currently being monitored.

Event description:
It was reported that the implant does not have an internal hex. Doctor stated that it was received that way out of the box. Drilled osteotomy to place implant, but one of the drivers would fit. Had to place competitor implant to complete procedure.